Manufacturer narrative:
The user facility submitted medwatch (B)(4) for this event. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an unspecified access set leaked at the distal y-site (closest to the patient). The issue was identified during patient infusion of packed red blood cell (rbc). There was no report of patient injury or medical intervention associated with this event. No additional information is available.